Event description:
It was reported that the procedure was to treat a 100% stenosed lesion located in the mildly tortuous, moderately calcified, mid to distal left anterior descending artery. During advancement of the 2.5x23 mm xience prime stent delivery system (sds) through the guiding catheter, blood was observed in the balloon lumen of the sds, and in the indeflator. Upon investigation, a leak was observed at the mid shaft of the sds. A new sds device was used successfully to treat the patient. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.